Event description:
Boston scientific received information that this pacemaker exhibited a remaining longevity of greater than five years. Approximately six months later, the remaining longevity was three years. It was reported that there were had been no changes in device programming. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended normal follow-up appointments and suggesting performing a save to disk at the next follow-up. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This device was later explanted and returned for analysis. No adverse patient effects were reported.